Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device evaluated by MFR: the synergy ous mr 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured, and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube was broken at 27.2cm distal to the end of the strain relief. Multiple kinks were noted on several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06-oct-2021. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease. The de novo, 85%-95% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.50 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was stable. However, returned device analysis revealed a hypotube break.